Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. The manufacturer's field service engineer (fse) could not confirm the reported issue. It was noted that the unit logged error low minute ventilation (e/c 120e) however no issue was found. The manufacturer¿s field service engineer (fse) stated he ran the unit at set parameters for 30 minutes cycling power on and off with both(alternating current) ac and (direct current) dc power, unit cycles normally without alarming, all power (light emitting diode) leds illuminated, alarms activate when required, no visible damage. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit 'red tagged' with no indication of problem or failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified, estimate used.